Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t heir ins had not been working for about a month and they were supposed to meet with someone at their doctor¿s office. No further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had poor/no telemetry with recharging. They reported poor communication. The patient stated that they were trying to charge their implant, but the recharger was not connecting with their implant. It was stated that the last time the patient was able to successfully charge their device was ¿maybe a month or two ago¿. Patient services had them reposition the antenna over the ins and the patient stated they were seeing the reposition antenna screen. The patient was redirected to follow-up with their healthcare provider (hcp) for a possible jump start. No symptoms were reported. Patient services asked the patient when they first tried to charge their implant and they weren¿t able to and the patient stated the ¿end of july maybe¿. No further complications were reported/anticipated.